Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that blood was seen both in the cannula and at the cannula insertion site. In addition, the pod had initiated a hazard alarm. The customer experienced high bgs while wearing this pod (greater than 250mg/dl). The pod will be returned for evaluation.